Manufacturer narrative:
The fixed jaw is broken off. Damage may be due to overstress/mechanical overload of instrument.

Event description:
Allegedly, the dr was performing a procedure to remove the meniscus when the fixed jaw of the forceps broke off into pt. The dr experienced difficulties in retrieving broken jaw; it took him an hour to remove piece. He then replaced instrument and completed procedure. The hosp reported that the retrieval process had no adverse impact on pt condition.